Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's allergic reaction to the pod adhesive. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (unspecified) while wearing the device. Patient reported itching and redness at the insertion site. The patient was visited the general practitioner (gp) and was diagnosed with an allergic reaction from the pod adhesive. The patient was treated with a prescription of dexeryl and locoid. The patient was advised by a nurse to apply nasonex topically at the insertion site. The patient was discharged on the same day.